Manufacturer narrative:
Investigation summary: no product was returned for investigation. Major bleeding: pt had some coagulopathy requiring multiple blood products. The cause of the bleeding is determined to be patient condition because the patient is having coagulopathy requiring multiple blood products. Acute kidney failure: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot: device lot: 1957239. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support the patient had some coagulopathy requiring multiple blood products. Additionally, dialysis was started for worsening kidney and liver function. The pump was successfully weaned and explanted, and the patient survived the event.